Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received unexpected restart and external ram crc error. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that they were able to complete rewind the insulin pump. The customer reported that after changing the battery received another alarm. This was second time in alarm history that they got same alarm after battery change. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. (B)(4).